Event description:
It was reported that a base hardware failure and battery communication time out error was observed. No patient injury was reported.

Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A corrective and preventative action has been opened to address the reported issue. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A product sample was received for evaluation. Functional and visual testing were performed. The tamper seals were both removed/broken. The investigation found the top and bottom cases, right plunger case cracked. The pump event history showed a base not responding alarm in history, also a battery communication timeout in history in error history log (ehl). The evaluation was performed, and the reported issue could not be verified after flow and occlusion tests or duplicated. The cause of the reported issue was could not be determined. The root cause of the reported issue was unable to be determined. The technician replaced the interconnect board and battery as a preventative measure. Performed functional and delivery tests which passed.